Event description:
It was reported the subject device experienced a black shadow on the right side of the image. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d10, g6, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: purple screen abnormal image color, the distal end head of the insertion section has slight indentations, the universal cord had a malfunction a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the universal cord had a malfunction caused, leading to a black shadow on the right side of the image. The most probable caused is by a component failure of the electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer